Event description:
It was reported that the patient experienced swelling and discomfort at the device implant site. The physician elected to remove the entire system. The device and leads were not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).